Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that poor image occurred. During a percutaneous coronary imaging (pci), an atlantis¿ sr pro imaging catheter was selected for use in order to visualize the unspecified lesion. However, when pullback was performed with the imaging catheter, it was then noted that the image shown was not clear. And so, flushing was done, yet, the same issue occurred. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed of an open hole at the sheath lap joint assembly.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that open hole was found in the sheath lap joint assembly. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Impedance testing shows an electrical open at distal wave form. Based on the x-ray images, no discernible defect could be seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).